Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer described: "during bypass and before cross clamp the main arterial pump in channel 2 stopped turning. Alarm sounded and message err was seen. Operator was dr (B)(6) and surgeon dr (B)(6). The decision was taken to start manual cranking of the pump. Also in attendance at the time were prof (B)(6) and technician (B)(6). Attempts were made to restart the pump and replace it with another unit from the spare machine. Eventually a working pump was swapped in. Patient deteriorated post surgery. (B)(4).

Manufacturer narrative:
Field safety engineer has been sent for investigation. Inspections /tests carried out: observed the pump which was configured as arterial pump working for about 30 minutes at different rpms with test tubing connected to rollers. The pump neither stopped nor any errors shown on the roller pump .checked the roller pump for its response to interventions. Checked the pins at odu connector of the pump. Tested another roller pump on the pump position 2 which is observed to be working fine. Results: unable to replicate the scenario where pump stops while working. It was only noticed that the power cable extension used to power up the roller pumps outside the console is not making a good contact at the pump position 2 but it is not preventing the roller pumps from working at position 2. Corrective action: it is recommended to replace the pump 2 connector at the console side as it came to our attention during inspection. Till then it recommended not to use pump slot 2 . All other pump positions and functions of hl20 device are working as per the specifications. Follow up: the pump connector is ordered from factory, once arrived will replace it on priority and perform full function test.

Event description:
Internal reference: (B)(4).